Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect anatomy - reportedly, the proglide was used to attempt closure of a femoral vein. Per the perclose proglide suture-mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other three perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement was attempted in the right femoral vein with four proglide devices using the preclose technique prior to an aortic valve placement procedure. The arteriotomy was 8f. Reportedly, two proglide devices were attempted to be deployed at the 10 o'clock position and one proglide device was attempted to be deployed at the 2 o'clock position. The three devices failed to capture the vessel wall. Per the physician it was thought that the vessel wall would not "hold a stitch" because of the patient's congenital heart disease and disease in every major vessel. The suture of a fourth proglide device was attempted to be backloaded onto the guide wire; however, the proglide device could not be advanced to the vessel. No further attempts were made to pre-place proglide sutures in the femoral vein because the patient was under general anesthesia. The sheath was upsized to an 18f and the aortic valve placement was completed. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the suture was confirmed. The reported failure to deploy the suture appears to be related to the patient anatomical condition. The treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.